Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired several times and the clips would fall off the vessel. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Shaft. The analysis results for the device found that it was returned with a dent on the shaft causing interferences to the feeding mechanism. Due to this condition short feed issues were noted during firing of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.